Manufacturer narrative:
The cannula has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the customer identified an issue with a single site curved cannula. The customer stated that the bowl was twisting off. The procedure was completed and there was no patient harm, adverse outcome or injury reported.